Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 1 ml could be withdrawn. Attempted to deflate balloon passively using in-house luer lock syringe and only 1 ml could be withdrawn. Solution could not be withdrawn using aspiration. Replaced returned inflation valve with in-house valve and re-attempted deflation with both syringes. Neither syringe could withdraw more than 2 ml and solution could still not be aspirated. Dissected balloon and found that the notch was not perforated completely. Also received 2 photo samples. First photo sample shows overview of catheter with slightly inflated balloon with solution and syringe used with catheter. Second photo sample zooms in on slightly inflated balloon with solution. Therefore, product does not meet specifications according to ip7602317 rev 20 which states "balloon shall inflate and deflate normally with use of syringe." Although an exact root cause could not be determined a potential root cause could be: ¿ stylet puncture during use ¿ lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water did not drain out of the foley catheter quickly during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain out of the foley catheter quickly during the pretest.